Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed mechanical tests failure: mvs mains fuses were blown. Replaced fuses. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that while on site for another case the manufacturer representative (rep) had been notified that the mobile view station (mvs) wouldn't power up. The rep was able to try another outlet but was unable to boot up the system. There was no patient present at the time of the event.